Event description:
The recipient is reportedly electing to explant the device. Per the surgeon, the recipient has a cholesteatoma removed during initial implantation and a blind sac closure was completed. It is noted the blind sac closure broke down and the recipient pulled the electrode lead out. At the time, it was decided to leave the electrode lead in place; however, later chose to cut the electrode lead from the body of the implant. Explant surgery will be scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient is not using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.